Event description:
Graft was implanted in 2003 in aorto-iliac position for repair of an aorto-abdominal aneurysm. After surgery, perigraft fluid collection was observed at the inguinal area and confirmed by CT scans. Physician punctured the site twice to evacuate the fluid collection.